Manufacturer narrative:
The medical facility did return the impella 5.5 pump for analysis, which is on-going at this time. Upon completion a final report will be submitted.

Event description:
The medical center had an impella 5.5 supporting a patient admitted with multiple cardiac comorbidities. After just 20 hours of support, the impella pump stopped. The pump was explanted and replaced by another 5.5 pump which supported the patient successfully for over 7 days.

Manufacturer narrative:
Since the original report was filed the investigation into the pump stop has completed. The pump and data logs were analyzed. The root cause was determined to be ingestion of biomaterial. The failure mode will be monitored and trended.